Event description:
Upon attempt to remove power port, the catheter broke in what appeared to be the infraclavicular region. This was confirmed with fluoroscopy. The surgeon was unable to retrieve it. The remainder of the catheter was retrieved in total 4 days later by an interventionalist at the next door facility on an outpatient basis and has since been discharged. All device pieces were discarded. Dates of use: (B)(6) 2015 - (B)(6) 2018. Diagnosis or reason for use: acute lymphoblastic leukemia (all) chemotherapy.